Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient kept having infections and also had sepsis. No adverse patient effects were reported. The ra lead was explanted.